Event description:
Report 2 of 3. Report received from (B)(6) stating "debris in sterile packaging". It is known that this event did not occur during surgery and that there wa no patient/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).